Event description:
Event description cpi received information on 03/14/97 that one day after implant (09/08/95) of this bipolar endocardial lead (4261) it was removed from service due to lead dislodgement. This is reported late because cpi received this information on 03/14/97.